Event description:
N/a.

Manufacturer narrative:
The part was returned for investigation. A visual examination showed the radel bumper component was cracked into two (2) pieces. The failure was confirmed. Per previous investigations for the same failure mode for 10203101, the root cause identified for breaking the tibial impactor tip was determined to be progressive cracking from repeated impacts. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(6), director of regulatory programs, office of product evaluation and quality and (B)(6), assistant director, MDR team, office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Manufacturer narrative:
The tibial impactor tip was not returned for investigation. As such, a failure analysis could not be conducted and a possible root cause could not be found.

Event description:
A sales representative reported in behalf of the physician that a tibial impactor tip (ID 10203101) broke when impacted and the plastic parts fell in the surgical site. The impactor broke in three small pieces of few mm2 and all broken parts were retrieved. The surgeon had put the 3 broken parts near the rest of the impactor to check that he had the entire impactor. When he saw that the 3 broken parts completed the rest of the impactor as it was originally, he validated that all the broken parts were retrieved. No patient injury was reported and the event did not lead to surgical delay.